Manufacturer narrative:
Vilex received a call on (B)(4) 2012, from an account manager in (B)(6). The account manager had received a call from a doctor that he had implanted a vilex mini method and it has since broken. The account manager was able to send copies of the x-ray showing the broken implant to vilex. As of this date, the implant has not been explanted. Vilex has contacted the account manager multiple times to gain add'l info and has left messages for the doctor regarding the issue. Vilex account manager and vilex has had no response from the doctor. Vilex has not been given the following info: what procedure was used by the doctor. Lot number. Again, without the lot number we have no way of knowing which mini method failed. Without the above info, vilex cannot determine what may have caused the implant to fail. After filing this MDR, should vilex receive add'l info regarding this issue, we will determine what caused the implant to fail and submit a supplemental report.

Event description:
Vilex received a call from an account manager that an implanted vilex mini met head had broke.